Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6) 2025, the patient's pod detached while walking due to adhesive failure. This led to the development of diabetic ketoacidosis (dka), with ketone levels elevated at 6.8 mmol/l and blood glucose levels exceeding 20 mmol/l (360 mg/dl). Although a new pod was applied, it was removed by a healthcare processional upon hospital admission. The patient subsequently lost consciousness and required treatment with five units of intravenous fluids. He was transported to the hospital by his sister and discharged the following day on (B)(6) 2025. The pod was discarded.